Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-01127, related manufacturer reference number 3006705815-2023-01128. It was reported that patient experienced an infection. As a result, surgical intervention was undertaken wherein the entire scs system was explanted to address the issue.